Event description:
It was reported that cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. Approximately one month post-implant, the patient experienced numbness in left upper extremity. The patient was hospitalized and diagnosed with a cva. The physician suspects there are holes in the fabric of the watchman closure device with a maximum leak of 3.5mm. The patient has been prescribed direct oral anticoagulant medication. It was further reported that a follow up transesophageal echocardiogram was performed approximately two (2) months later and the previously suspected holes in the fabric and leak had disappeared.

Manufacturer narrative:
B5: additional information added. H6: impact code added. H6: device code changed.

Event description:
It was reported that cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. Approximately one month post-implant, the patient experienced numbness in left upper extremity. The patient was hospitalized and diagnosed with a cva. The physician suspects there are holes in the fabric of the watchman closure device with a maximum leak of 3.5mm. The patient has been prescribed direct oral anticoagulant medication.